Manufacturer narrative:
Investigation summary: bd received one sample and 2 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for white foreign matter on the IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode white foreign matter on the IV cannula. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. White foreign matter is flash (excess piece of plastic) from the collar of the device, chipping off and sticking to the IV cannula. The lubricant on the IV cannula allowed the piece of plastic to adhere to the cannula throughout the rest of the manufacturing process. Further process occurred with inadequate purging of this part.

Event description:
It was reported when using the needle eclipse 21x1.25 there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated the following: "before use, a foreign body was found in the needle. No impact to patients reported."